Event description:
Customer reported the machine jammed during drilling. K-wire drilling not possible. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to synthes service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by a technician, functional testing was performed and revealed the motor did not function properly. This was contributed to normal wear. Device was repaired and returned to the customer on (B)(4) 2012. Placeholder.